Event description:
Clinical trial. It was reported that during the carotid stenting index procedure, the nexstent jumped and required a second stent to fully cover the lesion. The index procedure treated a 7.0x30mm, 90% stenosed lesion in the ostium of the left internal carotid artery. Predilation was not performed. The placement of filterwire ez embolic protection system was successful. It was noted the first 4-9x30mm nexstent jumped forward on deployment. A second nexstent was required to fully cover the lesion. The placement of a second nexstent was successful. Post-dilation was not performed and residual stenosis was 10%. There were no adverse events during the procedure.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device remains in the patient and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The shop floor paperwork for this batch shows that the product met its specifications. Possible contributing factors to inaccurate stent placement could be rhv tightened too much; handle moved during deployment, or excess slack in sds during deployment. As no device was received for analysis, the root cause of this complaint will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported event. A corrective and preventative action has been raised to address this issue.